Event description:
It has been reported that one bd¿ intima-ii y 24gax0.56in prn/prn slm npvc has been found with a broken catheter during use. The following has been provided by the initial reporter: department of neonatal at 10:00 am, 12.7, a transfusion was performed after puncture. The infusion site was the cubital fossa of the elbow., and a leak was found at 11:30. A broken tube was found after removal, and a part of the tube was not found. Under x-rays, the tube was found above the puncture site and surgically removed. At present, the broken tube has been removed. However, due to the surgical wound left by the patient, the patient's family refused to communicate with the department, which had a greater impact.

Manufacturer narrative:
The following field was updated due to corrected information: h.1. Type of reportable events: serious injury. H.6. Investigation: a device history review was conducted for lot number 7178245. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ intima-ii y 24gax0.56in prn/prn slm npvc has been found with a broken catheter during use. The following has been provided by the initial reporter: department of neonatal at 10:00 am, 12.7, a transfusion was performed after puncture. The infusion site was the cubital fossa of the elbow, and a leak was found at 11:30. A broken tube was found after removal, and a part of the tube was not found. Under x-rays, the tube was found above the puncture site and surgically removed. At present, the broken tube has been removed. However, due to the surgical wound left by the patient, the patient's family refused to communicate with the department, which had a greater impact.